Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the service and repair DHR review. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the left and right plunger cases were damaged. The pump event history showed a travel course reverse-check clutch/plunger lever error in history. The investigation did not verify the reported issue after multiple flow and occlusion tests. The cause of the reported issue was found after checking alarm history, the technician noted that the clutch was released during an infusion causing the error. The root cause was due to user error. The technician performed preventive maintenance (pm) on pump and replaced the damaged left and right plunger cases. Performed function and delivery tests.

Event description:
It was reported that a travel reverse error was observed. No patient injury was reported.